Manufacturer narrative:
Section e: this event was reported by the sales representative. The health care facility is: (B)(6). Block b3: the date of the event was approximated to 12/1/2024 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0501 captures the reportable event of the cautery pin detached. Block h11: (product investigation): the returned captivator snare was analyzed, and device returned was incomplete, and it was found during visual inspection that the cautery pin was detached. No other device problems were noted. The reported complaint of cautery pin detachment of device or device component was confirmed since the cautery pin was detached. Based on the information available and the device analysis performed, the most probable root cause for the reported complaint is manufacturing deficiency. Boston scientific has initiated an investigation to further evaluate cautery pin detachment events to determine root cause of these events, as well as appropriate mitigation(s).

Event description:
It was reported to boston scientific corporation that a 10mm captivator ii round stiff snare was used in the colon during a colonic polypectomy procedure for colon polyp/colorectal polyp performed on an unknown date. During the procedure, when detaching the active cord from the snare handle, the metal connector on the snare handle side also detached. The procedure was completed with this device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Section e: this event was reported by the sales representative. The health care facility is: (B)(6). Block b3: the date of the event was approximated to 12/1/2024 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0501 captures the reportable event of the cautery pin detached.

Event description:
It was reported to boston scientific corporation that a 10mm captivator ii round stiff snare was used in the colon during a colonic polypectomy procedure for colon polyp/colorectal polyp performed on an unknown date. During the procedure, when detaching the active cord from the snare handle, the metal connector on the snare handle side also detached. The procedure was completed with this device. There were no patient complications reported as a result of this event.